Event description:
Reference number (B)(4). Event occured in australia. It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The blood glucose level was high and the patient was treated with insulin bolus. The patient was used expired product leads to bent cannula. No further information is available.